Manufacturer narrative:
Na.

Event description:
The customer received questionable albumin gen.2-urine application results for qc material since (B)(6) 2015. The customer recalibrated and replaced the nacl cassette which improved the qc recovery. The customer performed comparison testing for patient urine samples and stated all results matched except one. The initial result was 20.4 mg/l and had been reported outside the laboratory. The repeat results on two cobas c501 analyzers were 4.2 mg/l with a data flag and 4.3 mg/l with a data flag. The reported result was corrected to <4.2 mg/l. The patient was not adversely affected. The reagent lot number was 61074901 with an expiration date of 10/31/2016. The customer declined a service visit and stated the results were satisfactory after the probe was changed.

Manufacturer narrative:
The field service representative visited the site and found there was possible contamination in sample probe. He verified the fluid pressures and rinse levels and increased the cuvette rinse level slightly. He replaced the sample probe, and performed sample probe adjustments. He completed mechanism checks with no errors and the customer successfully ran qc.